Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that a silver reel-like object had been found protruding from arm 4 on the patient side cart in the carriage rail area. There were no related errors. The procedure was completed using the same system configuration. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that the issue was discovered after the procedure while removing the drape.